Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 444 mg/dl and 141 mg/dl. Customer was not using insulin pump of reported high blood glucose event. Customer treated with bolus. It was unknown whether the insulin pump was in use or not. The insulin pump will not be returned for analysis.